Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 600 mg/dl and diabetic ketoacidosis. Cause of elevated bg was unknown. Subsequently, the customer was hospitalized. Bg was treated with intravenous insulin and a manual injection administered to treat vomiting. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved (bg 173 mg/dl) and no permanent damage.